Manufacturer narrative:
(B)(4): the fiber cap exhibits a drilled through condition; the bevel section is melted; the fiber cap exhibits detritus, devitrification and melted glass; there is some white unknown substance noted inside the fiber cap; the glass cap exhibits mild charred detritus adhesion. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph surgical procedure the customer indicated; "fiber damaged at tip (near the cap)" at 163,040 joules and 03:59 minutes of usage. A second fiber was used to complete the case at 400,511 joules. Patient outcome: "no injury" reported.